Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, additional information was received from a healthcare provider (hcp). No troubleshooting was able to be performed due to the patient forgetting about her refill appointment. The hcp was unaware that the patient had presented with withdrawal symptoms at an appointment in (B)(6) 2012. The patient was recently released from the hospital where she received intravenous (IV) dilaudid to help hold off severe withdrawal symptoms. The pump was refilled at that visit and was functioning properly.

Event description:
It was reported that in july 2012 the patient started ¿hearing signals¿ periodically going off and on and they initially did not know what they were. The pump was later determined to be alarming and the pump went dry. The patient woke up one morning in september 2012 feeling stomach pain, nausea, and vomiting per the reporter. The patient called 911 and went to the hospital where she was admitted. The healthcare professionals (hcp) at the hospital did not know the patient had an infusion pump and were confused what was going on. They were going to perform ¿surgery on her and open her belly to treat the abdominal pain.¿ the patient¿s son reportedly ¿recognized the similar behavior like yawning a lot etc.¿ and realized his mother was having a morphine withdrawal. The patient was ¿given morphine and within minutes started turning around.¿ the patient was discharged on oral opioids until she went to get her pump refilled with her managing hcp. The reporter believed that the poor management of the pump was the cause of the issue. The pump was used to infuse morphine (unknown). If additional information is received a follow up report will be sent. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).